Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. Customer stated that the affected procedure was an emergency cesarean section. Customer confirmed that the undisclosed required medication was removed from a different operating room. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's logs and determined an input/output disk error caused the reported system behavior. The technical support specialist followed knowledge article 000011150 - application hang/crash or slow performance - windows 10; disabling the touch keyboard and handwriting panel service to resolve. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. Customer stated that the affected procedure was an emergency cesarean section. Customer confirmed that the undisclosed required medication was removed from a different operating room. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-jun-2021 to 25-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen got freeze. The technical support specialist evaluated the device's logs and determined an input/output disk error. The specialist followed the knowledge article 000011150 ¿application hang/crash or slow performance¿ to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding, and the screen was freezing preventing user access to medication during a procedure. The customer stated that the affected procedure was an emergency cesarean section. The pharmacy technician confirmed that the undisclosed type of required medication was removed from a different operating room. There were no adverse events or injuries reported based on this event.